Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvesting tool did not slide appropriately through cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Slight evidence of blood and signs of clinical use were observed on the cannula and the harvesting tool. The harvesting tool was inserted and retracted through the adaptor port of the cannula. The tool slid normally. There was no resistance felt which could be called inappropriate. The harvesting tool was removed from the cannual and was visually inspected. No visual defects were observed. The cannula was also visually inspected. No visual defects were obseverd. A mechanical evaluation was performed as per the instructions for use (IFU) to prepare for inserting the harvestig tool into the cannula. The harvesting tool was hold 6 inches from its tip and then inserted into the cannula through the tool adaptor port. The tool slide through the port without any obstractions. Based on the return condition of the device, the reported complaint was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvesting tool did not slide appropriately through cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.